Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed false negative sars-cov2-igg results generated on the architect i2000sr processing module for multiple samples when compared to roche. The customer believes that the abbott assay is failing to detect positive results that the roche assay is detecting. Additional information was provided by the customer: the customer reported many patients that are greater than 100 days post on set of symptoms/positive pcr test have generated negative results with sars-cov2-igg, but the roche total igm/igg is positive. The customer was receiving inquiries from patients on why they are now negative when the initially tested positive. Upon review by the lab, they found these samples were tested on the architect and when repeated on roche they were positive. The customer started a repeat testing study between the architect and roche. Repeat testing on patients who initially tested positive with both assays over 100 days ago are now generating negative results or the levels have dropped by 50% with sars-cov2-igg and with roche the antibodies remained consistently positive. The customer provided data for 8 patient samples that were negative with sars-cov2-igg (results <1.4 index = negative) and negative with roche (results <1.0 index) but were pcr positive. The sids ranged from (B)(6) with abbott results ranging from 0.01 to 0.67 index and roche results ranging from 0.09 to 0.40 index. The following data was provided for the repeat testing study: 2 samples were negative with sars-coc2-igg and positive with roche on the 3rd testing cycle, both samples were negative with both assays during the 1st testing cycle. 10 samples were negative with sars-coc2-igg and positive with roche on the 3rd testing cycle, all 10 samples were positive with both assays during the 1st testing cycle. 5 samples were negative with sars-coc2-igg and positive with roche on the 3rd testing cycle, there is no information provided about the 1st testing cycle. The following data was provided for study using staff samples: 29 samples were negative with sars-coc2-igg and positive with roche. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records and scientific literature. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 18510fn00 did not show any potential non-conformances, or deviations related to the customer observation. In-house sensitivity and specificity testing for reagent lot 18510fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. The customer obtained negative results when testing was performed using architect sars-cov-2 igg reagent lot 18510fn00 in comparison to positive results obtained with the roche assay. The customer performed some repeat testing of initial mild staff voluntary cohort at >100 days post onset of symptoms/positive pcr test where there was a 50% reduction in igg levels with >30% becoming negative, in contrast to roche total igm/igg method where the antibodies remained consistently positive. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). A meeting was held between the customer and abbott and it was noted that the customer followed phe study when re-verifying the assay and therefore changed cut off point to 0.4 and when doing this, the specificity of the abbott assay increased to 100% (despite predictions this would be reduced) and roche assay sensitivity reduced to ~97%. However, a small population was used and should be considered. Discussion also took place around equivocal ranges based on clinical symptoms i.e. Acutely ill patients take longer to seroconvert. No specific data was provided. It was also mentioned that the customer is aware of future assays set for release by abbott. In this case, testing was performed on patients >100 days post onset of symptoms/positive pcr test. Based on current literature, long, q-x et al, https://www.nature.com/articles/s41591-020-0897-1, igg levels may not appear until 7 to 10 days after infection. In addition, emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity, seow et al, https://doi.org/10.1101/2020.07.09.20148429, and ou et al, https://doi.org/10.1101/2020.05.22.20102525. The study, quan-xin long et al, clinical and immunological assessment of asymptomatic sars-cov-2 infections, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 23 months after infection. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019, medrxiv. Additionally, review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 18510fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.